Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17541440m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. After connecting this catheter, all signals on the ECG were lost on both the carto system and the ep recording system. The connector cables were changed and the issue persisted. The issue was resolved when the smart touch unidirectional catheter was exchanged. However, there was a one hour delay. The procedure was completed with no patient consequence. Additional information was provided on the event. The procedural delay did not result in an increased risk to the patient¿s health status. Also, it was unknown if there was any ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm on any additional system. The one hour procedure delay was assessed as not reportable as per the additional information received, there was no increased risk to the patient¿s health status. Therefore, then the risk to the patient was minimal as a result of the procedure delay. Although it is standard practice to have an external monitor to watch the patient¿s ECG rhythm during noise issues, the response received could not confirm the presence of one when all channels were lost on both the carto system and the ep recording system. Therefore, this signal issue is being conservatively reported as the inability to monitor the patient¿s cardiac rhythm while devices are intra cardiac might lead to undetected cardiac rhythm that could be life threatening.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. After connecting this catheter, all signals on the ECG were lost on both the carto system and the ep recording system. The connector cables were changed and the issue persisted. The issue was resolved when the smart touch unidirectional catheter was exchanged. However, there was a one hour delay. The procedure was completed with no patient consequence. Additional information was provided on the event. The procedural delay did not result in an increased risk to the patient¿s health status. Also, it was unknown if there was any ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm on any additional system. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was evaluated for eeprom, carto3 system and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized, the bipolar signals were observed correctly. In addition, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed the specifications and the customer complaint cannot be confirmed. The root cause of the ECG signal noise/lost remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).